Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving sufenta 335.0 mcg/ml; 113.92 mcg/day and baclofen 730.0 mcg/ml; 248.25 mcg/day via an implantable pump for spinal pain and degenerative disc disease. The infusion mode was simple continuous. Programming date from most recent refill prior to event was (B)(6) 2015. The date of the event was (B)(6) 2015. It was reported the patient experienced a loss of analgesia. The event resulted in an unscheduled clinic or office visit. The pump was decreased by 40 percent with no change in pain. On (B)(6) 2015 a side port catheter evaluation noted a fibrosis was at the tip of the catheter with spread limited to the distal catheter body. The catheter tip fibrosis was limiting administration of the intrathecal medication. The catheter was replaced on (B)(6) 2015. Etiology was possibly related to the device or therapy and unlikely related to the implant procedure. The outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was updated to catheter occlusion. The clinical diagnosis was updated to loss of analgesia due to catheter tip fibrosis.